Event description:
It was reported that this device was explanted for premature battery depletion and code 1003, which is indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.